Manufacturer narrative:
An RMA has been issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned; however, isi has not yet received the master tool manipulator (mtm) for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video was available for review. The meaning of the error was noted by technical support when the customer reported the issue. A review of the system logs confirmed the reported error had occurred. This complaint is being reported due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted.

Event description:
During a da vinci-assisted surgical procedure, it was reported that the system generated error 23027 pointing to a defective left master tool manipulator (mtm) on surgeon side console (ssc) 1. The customer restarted the system in an attempt to resolve the issue; but, the problem persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) recommended the customer disable the affected arm and proceed with ssc 2. The procedure was completed with no reported injury. Isi followed up on 3/24/2020 and obtained the following additional information: when the issue occurred, the ports had been placed, the system was docked, and surgery had commenced. The customer was unsure how far into the procedure they were. They had two sscs, so they were able to safely complete the surgery using the unaffected ssc. When the customer had switched on the system at the start of the operating day, the system booted up with no problem. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the left mtm. The system was tested and verified as ready for use.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3. 4307- intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. Failure analysis investigation reproduced the reported failure. Error 23027 was able to be reproduced during sine cycle. Additionally, errors 25521 and 23025 were observed during evaluation. The gimbal grip pads were found to be worn out. Based on the failure analysis information, this complaint remains reportable due to the following conclusion: system unavailability after the start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted. A follow-up MDR will be submitted if additional information is obtained.

Event description:
Refer to h10/h11 for follow-up information.